Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon fired the device and handle #2 would not close fully and it would not cut. Another device was pulled to complete the case. There was no consequence to the pt.